Event description:
It was reported that during a drug eluting stenting treatment procedure, a shaft break occurred. The 90-99% stenosed target lesion was located in the non-tortuous and non-calcified mid left circumflex (lcx). When advancing the maverick 2 monorail 4.0x12mm balloon into the guide catheter, the shaft of the balloon catheter broke approximately 35 cm from the hub. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer - the device was received in two sections as a result of a break in the hypotube. The break was located approximately 33.2cm distal to the strain relief. Both sections of the hypotube break were kinked at various locations along their lengths. It is noted that the break and kinking that was evident along the shaft are consistent with excessive force having been applied to the shaft. No issues were noted with the profiles of the balloon and tip sections of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a drug eluting stenting treatment procedure, a shaft break occurred. The 90-99% stenosed target lesion was located in the non-tortuous and non-calcified mid left circumflex (lcx). When advancing the maverick 2 monorail 4.0x12mm balloon into the guide catheter, the shaft of the balloon catheter broke approximately 35 cm from the hub. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4)